Manufacturer narrative:
Manufacturing site: (B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and findings on manufacturing records, it was presumed that tensile stress generated with catheter removal had most likely contributed to the reported tip separation. The applied stress would exceed the product design limit when the catheter tip was being caught and restricted its movement by heavy calcification. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter was separated and remained in the patient during a pci to treat a moderately tortuous, severely calcified 75-90% occlusion in the rca. The lesion was wired successfully with an asahi fielder fc guide wire and the microcatheter was placed over the guide wire and successfully navigated all the way distal across the lesion. The guide wire was pulled and replaced with a rota wire floppy guide wire. The microcatheter was being removed but got stuck in the proximal highly calcified 1/3rd of the rca. At the point where the catheter looked to be stuck, the physician continued to pull and noticed the tip of the microcatheter separated from the shaft. Several attempts were made to recover the tip but they were not successful. Angioplasty and stent procedure on this patient's artery were unable to be performed due to anatomy.

Manufacturer narrative:
The reported caravel microcatheter was returned for evaluation. The returned microcatheter was missing its entire tip approximately 5mm in length. Microscopic observation found that circumferential scratches likely made by calcified plaque were on the polymer-jacketed shaft proximal to the torn end of the tip. Strands on the shaft were disarranged. The catheter lumen was narrowed by the inner polymer jacket and braid tube that were gathered inward. These findings indicated that torsion had most likely contributed to separation of the tip. Based on the provided information and findings on investigation, it was presumed that torsion generated with catheter manipulation had most likely contributed to the reported tip separation. The applied stress would exceed the product design limit when the catheter tip was being caught and restricted its movement by the highly calcified lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.